Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was plugged into an outlet but the batteries were dying. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that they asked the customer if the icon on the touch screen said hybrid or rescue, the customer stated it said rescue.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5, d4 (version or model), e1 (event site email) esp personnel walked the customer through the steps of placing the console back into hybrid configuration and they were able to do so without any issues. The unit then showed the hybrid icon and the ac power icon. Esp personnel then explained the pump had been in rescue mode and that was the cause of the low batteries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) batteries were dying. There was no patient harm.